Manufacturer narrative:
Note- the ssu was not made aware of this incident until (B)(6) 2020 when the factory submitted their follow-up# 2 record (379740)as a serious injury. The insertion kit guidewire of getinge was directly involved in the incident which occurred during use on patient. It was reported that when the ECMO cannula was placed, a piece of the guide remained in the patient's artery. Photograph showing the failure with the product was attached to the parent record. Trend search was performed for similar product and similar failure. No additional complaint record was found in the last 12 months. Due to this information no systemic issue could be determined. Due to the fact that there is no systemic issue, no remedial action is required. The product was requested for investigation and investigated in the laboratory. Only one guidewire was returned without an introducer and without a vascular dilator. Visual inspection was performed. The guide wire was kinked and pulled apart in several places. No marks or similar defects were found. Since only one guidewire was returned, the error cannot be precisely identified and reproduced. The guide wire (2 pieces) was together in the extended state (delivery state) is 105.2 mm. The guidewire thickness was measured at several locations, however not in the pulled out places. Target: 0.97mm -0.04mm; actual: 0.943mm - 0.948mm. At the curved tip: 0.947mm - 0.948mm. The investigation in the laboratory showed in detail the deformations of the guidewire fragments. The overall length of the guidewire pieces, even if they are stretched at some areas, are not as the expected 150cm. Based on the information above, it could be confirmed that the product is a getinge product however returned device is shorter than the reported device. The most probable is that a piece of the device is missing to confirm the pik 150 guidewire length. From the photographs it could be concluded that the guidewire tip part (with the j-tip) lost its shape due to a high mechanical force which is applied by surgeon to pull the guidewire out. During this procedure, it is probable that a part of the guidewire was teared off. There is a 90° bending of the guidewire piece which potentially occurred when the surgeon used a tool like surgery clamp. The was no additional statement or report regarding confirmation of this and what exactly happened during the surgery. More information was requested regarding details about surgery with the main steps and problems in operation for investigation in order to identify any operational or use problems. The sales representative tried to obtain further information several times however no more details could be obtained. Since there is no lot number or packaging of the pik set available, no information can stated concerning the specific product and components. Device history record review could not be performed since the lot number of the product was not provided by the customer. Based on this, the most probable cause is that the j-tip of the guidewire entangled itself with the introducer and or the used hls cannula while pulling the guidewire out (as a failed procedure of the seldinger technique). However no confirmation of this could be received due to the insufficient information regarding usage of the device. A medical review was performed by senior manager medical affairs on (B)(6) 2020. Results of medical review: to the best of our knowledge and clinical experience, a considerable amount of pull, probably with the help of a surgical instrument such as a clamp used to establish a firm grip on the wire, must have been applied to the wire to create the defects shown in the images. The amount of pull required to cause such damage can only be applied to a wire that is fixed in its position, i.e. That has become firmly stuck or in contrast, requires but the slightest amount of pull to slide out of the dilator. It must therefore be assumed that the user encountered problems during the cannulation process that resulted in the wire becoming firmly stuck and/or entangled within the vessel. In this situation, the user applied force to retrieve the wire, which caused severe damage to and deformation of the wire and finally resulted in wire breakage and a piece of wire remaining within the vessel. Further information should therefore be obtained on the procedure performed with focus on the difficulties and complications encountered during the cannulation process. Thus the issue could be confirmed but it was no product related malfunction. No definitive root cause can be stated for this complaint since the information obtained so far is not sufficient. The reported failure is part of current risk management file dms #1993878 v4a. The most probable causes are associated with wrong design and user error. The mitigation's are in place per design specification and instruction for use warnings. No corrective action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
"According to customer letter: "medical device vigilance statement no a-2020-039. Case followed by: (B)(6). A medical device vigilance incident was reported to us concerning the following md: when placing the ECMO cannula, a piece of the guide remained in the patient's artery. Consequences for the patient: emergency coronary angiography, patient on antibiotic therapy and tracheostomy performed on (B)(6) 2020. Occurred in the unit: medical resuscitation. The device has been retained. The incident is punctual. This incident has been declared to the ansm." Complaint: # (B)(4).